Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function properly. This was first noticed on (B)(6) 2011 when pt tried to bolus. Both the up and down buttons functioned as intended during the troubleshooting call. Pt boluses 5-6 times per day and is not sure how long he has used this infusion device. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.